Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a scheduled device change out procedure, the right ventricular lead was disconnected from the old device and tested which then exhibited high impedance measurements but adequate capture thresholds. Since the lead exhibited excellent defibrillation threshold measurements, the physician elected to use the lead with the new device. The procedure was completed successfully and the patient was noted to have tolerated the procedure well.

Manufacturer narrative:
UDI number has been updated with correct information.